Manufacturer narrative:
For investigation purposes the customer has been asked additional questions. In response to these questions, the customer has stated that the intlet probe must have been bent before sampling handling, which could be a possible explanation for the incident. However, the root cause has not been confirmed, as the probe was discarded and no picture is available. Therefore, the root cause remains unknown. Further, the customer changed probe and gasket and provided the staff member with training. According to the instructions for use for the abl800 flex analyzer, the user should check the condition of the inlet probe. If it appears bend or damaged it should be replaced. No component code has been chosen as root cause was not confirmed and therefore no component could be identified.

Event description:
A customer has reported that a nurse was splashed in the face with blood (blood was in contact with mouth and eyes) due to a sample run manually with the lid off. The probe was bent and it was only after this incident they contacted the lab. Prior to running manually, three samples that were placed on the tray were being flicked off. The nurse was not hospitalized but was tested for hepbsab to check immunity and blood is stored for 12 months. The patient blood was tested for (B)(6). The results will not be provided to radiometer as monash medical center in australia has a policy regarding staff privacy of information.